Event description:
It was reported the patient experienced pain/discomfort located at their ipg site. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was relocated. Stimulation was restored following the procedure and the issue resolved.